Event description:
Dr performed a revision surgery to remove an interbody fusion implant that has migrated. Dr stated that bone condition and the size of the implant (undersized) might have been factors in the implant migration.

Manufacturer narrative:
Device returned to amedica for eval (B)(4) 2013.